Manufacturer narrative:
Product analysis: analysis was able to confirm the stated reason for return of calibration of the touch pen was not possible, there was a deviation between the stylus and the cursor noted and it was additionally noted that the xy-board was out of specification. It was also noted that the upper left bullet and the company logo button were missing, the rear display latch cover was broken and errors were found in the software history. The xy board was replaced, the touch screen connector was reseated, cleaned, its parameters were reset and it was calibrated, the upper left bullet and company logo button were added, the rear display cover was replaced and new software installed. The device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch pen was not able to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.